Event description:
This complaint is from a literature source. The following literature cite has been reviewed: tseng th, hung cc, yen hk, chen hm, wang cy, tzeng sc, fu sh. Higher nonunion rates with locking plates compared to dynamic compression plates in forearm diaphyseal fractures: a multicenter study. J orthop traumatol. 2025 feb 21;26(1):10. Doi: 10.1186/s10195-025-00823-4. Pmid: 39984810; pmcid: pmc11845636. Objective/methods/study data: the objective is to compare the nonunion rates between the use of locking plates (lps) and dynamic compression plate (dcp) in the treatment of forearm diaphyseal fractures. They reviewed 515 electronic medical records of patients aged 20 years or older who were admitted to three level I trauma centers (hospital 1: national taiwan university hospital (ntuh), hospital 2: ntuh hsin-chu branch, and hospital 3: ntuh yun lin branch) with diagnoses of radial shaft fracture, ulnar shaft fracture, or both-bone forearm fractures between 2014 and 2019. Only cases treated with dcps or lps, with imaging follow-up and outpatient follow-up of at least 9 months, were included. A total of 368 patients were included in the analysis. The ages across the groups were comparable (p = 0.083), with an average age in the 40s. Patients were categorized into three groups on the basis of the implant used: lp (locking plate without compression function), lcp, and dcp. Among them, 124 patients were classified into the lp group, 98 into the lcp group, and 146 into the dcp group. Mean follow-up period is 15.5 months. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy synthes lcp & dcp adverse event(s) and provided interventions possibly associated with unk - constructs: lcp (qty (B)(4): (n=1) surgical site infection; no treatment reported (n=1) joint contracture; no treatment reported (n=11) nonunion; no treatment reported (n=34) removal of implants; no treatment reported. Adverse event(s) and provided interventions possibly associated with unk - plates: lcp (qty (B)(4): (n=5) fixation failure/loss of reduction; no treatment reported. Adverse event(s) and provided interventions possibly associated with unk - constructs: dynamic compression plate/screws (qty (B)(4): (n=1) surgical site infection; no treatment reported (n=9) nonunion; no treatment reported (n=46) removal of implants; no treatment reported. Adverse event(s) and provided interventions possibly associated with unk - plates: dynamic compression (qty (B)(4): (n=11) fixation failure/loss of reduction; no treatment reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.